Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site and confirmed operation of the system. Analysis of the system showed that the issue was caused by a tube coming off of a "y" fitting, which is used to introduce patient samples to the advia autoslide. The instrument is performing within specifications. No further evaluation of the device is required. Information requested only.

Event description:
A fluid line popped off the advia autoslide causing fluid to spill on the health professional's leg. Due to the presence of eczema on the health professional's leg, she was concerned that the line might contain biohazardous fluid. Operator did not require any medical treatment.